Event description:
Olympus reviewed the following literature titled "using ultra-thin bronchoscope increases diagnostic yield in peripheral airway bronchoscopy." Results: this study enrolled 123 patients who underwent bronchoscopy for peripheral lung lesions between march 2019 and january 2021. The CT scan results showed that the median longest diameter in axial plane was 22mm, with the smallest nodule measuring 7mm. The median distance from the closest visceral pleura was 15mm. Diagnostic yield was 81.3%. Concentric rebus view was found in 114 cases (92.7%). There was one instance of pneumothorax post-procedure, and no other major complications were reported. There is no report of an olympus device malfunction in this study.